Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new damages/failure events were observed: scope mount attached substances, heavy operation; free lock lever attached substances, heavy operation; scope mount attached substances, free lock lever attached substances, main body attached substances, scratches on the main body (lens), electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the heavy movement of the scope mount, it was likely that when the rigid scope was attached to the scope mount, the scope mount lost its ability to hold the scope, and the rigid scope could not be attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance.

Event description:
It was reported, the camera could not be installed to the eyepiece section of the rigid endoscope. The issue was found during device pre-use inspection. The procedure was completed using a similar device with no surgical delay. The device had been inspected prior to use. There were no reports of patient harm.